Manufacturer narrative:
Beckman coulter (bec) hotline support advised the customer to replace the cap piercer wick assembly. The customer reported that replacing the wick assembly did not resolve the issue. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that there was no vacuum coming from a line to the cap piercer 3-way solenoid valve assembly. The fse flushed the line with bleach to remove any clogs. The fse verified proper operation of the instrument by running multiple samples through the cap piercer assembly. All samples were processed through the cap piercer assembly without error and without fluid leak onto sample tube caps. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that modular chemistry and cartridge chemistry probe obstruction errors were generated on a unicel dxc 600i synchron access clinical system. The customer observed wash solution pooled on sample tube caps and stated that fluid was leaking from the instrument's cap piercer as sample caps were being pierced. The leak was contained to the instrument. The operator was wearing a lab coat, gloves, and eye protection. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak.